Event description:
It was reported that the customer was hospitalized due to low blood glucose level. The customer's blood glucose level was 97 mg/dl. The customer was treated with food and admitted as inpatient for medical treatment. The customer stated that the cause of low blood glucose was the insulin pump over delivered. The troubleshooting was performed. The customer's insulin pump is functioning well. The customer was advise to monitor the insulin pump and call back if the issue persist. No further assistance is needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.